Event description:
It was reported that this pacemaker device had a battery diagnostic data indicating that the power consumption of this device has been increasing during the past year. In addition, the power consumption is expected to continue to increase. Boston scientific company representative suggested in considering the device replaced and to return to the laboratory for detailed analysis. Furthermore, this pacemaker device was explanted due to premature battery depletion. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. (B)(4).

Event description:
It was reported that this pacemaker device had a battery diagnostic data indicating that the power consumption of this device has been increasing during the past year. In addition, the power consumption is expected to continue to increase. Boston scientific company representative suggested in considering the device replaced and to return to the laboratory for detailed analysis. Furthermore, this pacemaker device was explanted due to premature battery depletion. No additional adverse patient effects reported.